Manufacturer narrative:
(B)(4). Report source - (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that, upon trying to insert the articular surface, the surgeon could not get it to engage on the tibial tray. Between attempts; he cleared soft tissue, re-positioned retractors, and visually checked that there were no obstructions. After three unsuccessful attempts, a new implant was opened to complete the procedure. New implant engaged on the first attempt. There is no additional information available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the returned product found signs of use (nicked or gouged) and the dovetail feature is flared. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.